Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial order (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Primary packaging inspection was successfully completed. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6) 2018 through (B)(6) 2020, was noted one outlier in (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that one primary packaging operator was involved in more than one occasion, however the person was trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported left side cellulitis with pain and erythema, fluid, granulomata and a rupture. Patient representative reported ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device. Device was explanted.

Event description:
Patient representative reported ¿infection,¿ ¿heat sensation,¿ ¿mental pain and suffering,¿ ¿chronic pain,¿ ¿pain prior to explant procedure," ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿mental and emotional suffering, fear¿ apprehension,¿ ¿anguish and fear due to risk of further/increased risk of alcl¿¿, ¿rashes," "itching" and ¿swelling." Patient representative also reported "¿disfigurement¿ ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disability¿ and ¿personal injuries and related damages;¿ these events are not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, g.3, h.6. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, cellulitis and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is cellulitis with pain and erythema, fluid, granulomata and a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported left side cellulitis with pain and erythema, fluid, granulomata and a rupture. Device was explanted.